Event description:
The pt reportedly experienced loss of lock followed by no sound. External equipment was exchanged and programming adjustments were made, however the issue was not resolved. The device is not functioning within specs. Revision surgery is under consideration.